Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and replaced. It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.